Event description:
It was reported that during a ureteroscopy procedure, the fiber broke in half. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Correction to field b1: adverse event/product problem.

Event description:
It was reported that during a ureteroscopy procedure, the fiber broke in half. The procedure was completed using another fiber. There were no patient complications reported.